Event description:
Boston scientific received information that this device was successfully implanted. Two weeks later, follow up revealed this device was not sensing appropriately. It was thought that this was a device issue as lead measurements with the pacing system analyzer did not reveal any issues. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination throughout the lead barrel and around both terminal block area. Inspection revealed no evidence of cross threading; the setscrews had been tightened onto a lead pin appropriately. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Detailed analysis revealed a rate fault reset had occurred prior to or at implant which did not impact therapy availability. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not determine a reason for the reported clinical allegation.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.